Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached and remained in the patient. The target lesions were located in the left main and were 70% stenosed. The first lesion was treated using two passes with the oad on low speed. During the second pass, the tip of the viperwire guide wire became detached and embolized into the circumflex. A non-csi wire was inserted and used to move the wire fragment to the proximal circumflex, however it was not able to be removed from the patient. Balloon angioplasty was performed and the wire fragment was stented against the vessel wall. The patient stable following the procedure.